Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting, headache, nausea and stomach pain. The patient reports the pods cannula was not properly inserted at the pod infusion site (leg). In addition the patient reports the pod was leaking during wear. The patient had removed the pod and applied a new one in the afternoon prior to going to the hospital the same evening. Once at the hospital the patient had a lab test performed. The patients blood glucose levels were checked. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital the following evening.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.